Manufacturer narrative:
PMA complete #: p850022/s017. The product was discarded by the patient and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. The patient advised she has sensitive skin. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. This is report one of three for the same event. Reports two and three are reported on MFR #0002242816-2017-00019 and 0002242816-2017-00020.

Event description:
The patient stated that she previously developed a rash with blisters; she did not realize it, but her back was "black as though it was burned." Her primary care physician prescribed betamethasone cream for her since it was stronger than the regular over the counter cream. Patient stated that the medication was prescribed to her specifically for the symptoms developed from the treatment of the electrodes. The patient changed the electrodes daily and would use the cream whenever her issues got bad.